Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced high blood glucose. The customer blood glucose was 427 mg/dl.it was reported that the infusion set had a bent cannula. The customer was assisted with troubleshooting for bent cannula. The customer was advised of the proper preparation process and insertion techniques. It was unknown whether customer was using the auto mode feature at the time of the incident. Troubleshooting was performed. Customer was advised the infusion set will be replaced. The device will not be returned for analysis.